Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2003. Aneurysm and vessel morphology are unknown. It was reported that after the bifurcated stent graft was deployed the guide wire was not advanced far enough in the patient's vessel. When the 11 french sheath was advanced it dissected the patient's right common iliac artery. The dissection was treated with an aneurx 16 mm x 5.5 cm iliac extension cuff and a 14 x 40 wall graft. Final angiogram demonstrated no endoleak with accurate placement and successful outcome. No clinical sequelae were reported, and the patient is reported to be fine.